Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, supplier has confirmed the packaging issue. There was a purple tag, instead of the usual blue tag.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. Note: photo was reviewed by the supplier in jabil bettlach. Please refer to ¿(B)(4)¿ for investigation results. No complaint part was sent back to jabil/bettlach. There was 1 picture attached in the complaint, which showing the label. On the label is the article 04.043.245s, the product name tibial nail advanced / 10mm ¿ 375mm / sterile and the color (purple as showing in the picture). It was identified that the packaging color coding is blue according to the specification document drawing specifications. And, by checking it was found that the packaging process is been completed by retained supplier früh which has acknowledged the non-conformity and further investigation will be concluded through fruh quality systems. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail-advanced / 10 375 / sterile would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 04.043.245s-us. Lot number: 17523p0. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21-may-2024. Manufacturing site: jabil bettlach. Expiry date: 30-apr-2034. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.